Manufacturer narrative:
Stryker evaluated the device and was not able to duplicate or verify the reported issue. The main keypad was replaced as a pre-caution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device's power button is not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker reviewed the device's key logs and observed that the user was not holding the power button for a longer period of time to power off the device. The root cause of the reported issue was determined to be user error.

Event description:
The customer contacted stryker to report their device's power button is not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.